Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the pin is loose. The reported event was confirmed. The manufacturers evaluation revealed a missing guide pin along with a crack at the control board and a noisy and worn bearing. Them most likely cause of reported failure is a use error.

Event description:
It was reported that the pin is loose. There was no harm for the patient, operator or third party reported. No further information received.